Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to battery tube connector not plugged in properly on the interface board. No cosmetic damage noted.

Event description:
Customer reported that the display of the insulin pump was blank. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.